Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they were hospitalized at 5:35 am with a low blood glucose level of 41 mg/dl. The customer does not remember the date of the incident nor what led to the low blood glucose. The customer was treated for their blood glucose with glucagon by paramedics. The customer stated that they will consult their healthcare provider about what may have caused their blood glucose to drop. The customer did not return the product back for analysis